Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted a line or crease down the middle of the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. A tear in the posterior capsule complicated the removal of the iol and an anterior vitrectomy was done. The pt experienced marked corneal edema.